Event description:
It was reported that approximately three months post vena cava filter implant, a detached filter limb was identified during the scheduled filter retrieval. The attempt to remove the filter was unsuccessful. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The filter was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment and the reported removal difficulties. Based upon the available information, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.